Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose level of 108 (mg/dl). The customer resumed insulin following each occlusion. Troubleshooting with tandem technical support was declined.